Manufacturer narrative:
Combination product: yes .the returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon has been inflated and was deflated in the as-returned condition. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped in between the two radiopaque markers. The stent was not returned. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. Only a delivery system without a stent and its inflation is visible. The actual complaint event is not visible in the angiographic material provided. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the IFU advises the user to visually inspect the stent system prior to the procedure and not to use if any defects are noted.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a lesion (70-80 percent stenosis degree) in the rca. During inflation of the device it was detected that the stent was missing. The intervention was completed with two competitors stents.